Event description:
A medtronic representative reported that, the open spine clamp was damaged. It was reported that the screw was stripped and that the clamp was able to tighten all the way but it does not open all the way. The site was able to use the clamp during a spinal fusion procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement device shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the clamp face is bent to one side causing some difficulty with the adjustment screw. Also, there is debris in the threads of the adjustment screw causing more difficulty in the movement of the clamp face. Physical damage, dented, nicked, scratched, bent. Directly caused event.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.